Event description:
Received a blood glucose reading of 500 mg/dl. He administered insulin injections to reduce his blood glucose values. He reported that he administered too much insulin and his blood glucose dropped to 32 mg/dl and therefore drank orange juice. Next day he tested his blood glucose and it was 102 mg/dl. The patient reported that he administered 20 units of insulin prior to eating breakfast (approximately 11:30am). At approximately 3pm, he tested his blood glucose and it was in the 500's mg/dl. At 6:30pm his blood glucose was 506 mg/l. At that time, he administered 30 units of insulin next day at 1am his blood glucose was 260 mg/dl and at 7 am it read 70 mg/dl the patient reported he has severe neuropathy in his hands and fingers and can not unhook the infusion set tubing while bathing. No prduct returned. No medical intervention was required.

Manufacturer narrative:
Product not returned for evaluation.